Event description:
It was reported that device had potential premature battery depletion. It was noted that the left ventricular output was chronically elevated and was physiologically necessary for the patient's condition. This may have caused the depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.